Event description:
The manufacturer became aware of an allegation of auto CPAP states the device is not blowing air and unit will not stay powered on. A device was returned to a third-party service center. During the evaluation of the device, they found that the device display connector damage, pcba burned, white led with low intensity. Error codes found on the device. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.